Manufacturer narrative:
B5: update to quantity from one (1) device to two (2) devices. Two (2) actual devices were received for evaluation. The two units did not contain fluid in their bladder. A functional leak test was performed on the two units by filling them with green colored water. During the fill, a leak was observed at the bladder crimp and also at the multirate control module of the first unit. During the leak test of the second unit, a leak was observed at the solvent-bonded junction of the tubing and the stressmember. The internal diameter (ID) of the stressmember was evaluated and found to be within specification, however, the tubing insertion depth was found to be inadequate (not dep enough) and therefore, caused the leak. The reported condition of leak was verified on both units, however, not at the fill port of either of the units. The cause of the leak at the bladder crimp of the first unit was related to manufacturing and an nonconformance has been opened to address this issue. The cause of leak at the multirate control module, also on the first unit, could not be determined. The cause of the leak at the solvent-bonded junction of the tubing and the stressmember of the second unit was determined to be manufacturing related due to an inadequate tubing insertion depth during the manual assembly process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume multirate infusor leaked at the filling port. This was identified after filling. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.